Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for chronic low back pain, lumbar radiculopathy, and spinal pain. It was reported that the stimulator is ¿kind of a pain in the butt.¿ the patient reported that after it was installed it did not work as great as trial, but it worked okay, then suddenly it died. The patient reported he is a welder who works in heights and had fallen. The patient noticed he started having issues after the fall. The patient reported he could not connect and could not use it. The patient met with a manufacturer representative (rep) who did troubleshooting and performed a jump start. The patient reported that after that it worked for a while, and then he started having the same problem where he did not connect to recharge it. The patient reported now he is trying to deal with it again and it won¿t start. The patient reported that his pain was getting bad again and wanted to try to use the stimulator again. The patient reported his pain was getting really bad, they had him on muscle relaxers and he was doing therapy he has been able to contain it for the last 2 months but the last month it was getting really bad. It was recommended to charge the ins more frequently. The patient added he is a certified welder and gets shocked a lot because he welds outside in the rain, snow. If it is wet outside he gets shocked. The patient performs stick, arc, mig, tig pipeline welding. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.